Manufacturer narrative:
Patient information is unknown. No patient involvement. It is unknown when the event occurred. Additional procode hrs. Product investigation is not yet completed; no conclusion could be drawn. A review of the device history records showed that there were no issues at the time of manufacturing of this device and it's sub components that would contribute to the complaint condition. No ncrs were generated during the production of this device. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a locking proximal radius plate was used for a fracture site. It was reported that while the surgeon was attempting to tighten a screw, the head broke off. There was no patient consequence. This complaint involves one (1) device. Concomitant part: locking proximal radius plate(part# unknown / lot# unknown / quantity 1). (B)(4). This report is for a screw.

Manufacturer narrative:
Patient ID: (B)(6). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The procedure was completed successfully and broken fragments were able to be removed from the patient. Concomitant medical products: p/n 472.115 / l/n 9337632.

Manufacturer narrative:
Additional narrative: a device history record review was performed for the subject device part number: 412.820 . Lot number: l330208 . Manufacturing location: (B)(4). Release to warehouse date: 28 february 2017 . Expiry date: 01.11.2024 . No ncr's were generated during production that would contribute to the complaint condition. The review of the device history record shows that there were no issues during the manufacture of the product that would contribute to the complaint condition. A manufacturing investigation was performed for the subject device the received broken off screw head was investigated at the manufacturing site. The detailed investigation report is listed hereunder in the notes & attachments section. Received condition: one broken off head of a 2.4mm ti locking screw was received for investigation. The broken off screw shaft is missing. Conclusion: the screw was reported to be 2.4mm ti locking scr slf-tpng with stardrive recess 20mm with part no. 412.820 and lot no. L330208. Because of their small size this type of screws cannot be laser marked. The investigation found that the received screw head cannot be related to the reported article and lot number. The measurable dimensions for the received screw portion were found to meet the specifications for this screw type. However, during this investigation, it was found that the head of the screw received does not correspond to the DHR because the star-drive is headed and not milled; the DHR mentioned is related to a screw milled. The material certificate could not be reviewed since the ¿charge¿ (number used to track the raw material certificate) of the component 60010209 also does not match with the screw received. This complaint is rated as confirmed since the screw is broken as claimed by the customer. From the manufacturing point of view this complaint is rated as not determinable because of the missing threaded screw shaft. However, the performed investigations on the received screw head did not confirm a manufacturing related issue. Hence no preventive or corrective action is appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.